Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 588 mg/dl. Customer reported that the infusion set was fail off as product did not adhering to body. Customer was unable to troubleshoot for insulin pump as they did not have their son¿s insulin pump with them. Customer was advised that help line will send the replacement for infusion set. The insulin pump will not be returned for analysis.